Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a leak on the p3 port was noted during extracorporeal membrane oxygenation support around 12:00 pm (local) on (B)(6) 2024. Photographic evidence showed a blood clot inferior to the port. The leak was noted following 36 hours of support. It was determined patient safety was compromised so the kit was replaced. Though the patient lost approximately 50 ml of blood, they were not harmed in any way because of the timely manner the problem was detected and solved. The sample was not available for product return.

Manufacturer narrative:
Additional information: d4 plant investigation: the situation described is adequately addressed in the instructions for use and/or on the label. Non-conformity related to the reported failure was not observed during the manufacturing process. The complaint sample was not available for evaluation. Since no further complaints regarding this issue were reported for this batch number, it is highly unlikely to detect a failure in the retention sample, and no retention sample analysis is carried out. A definite cause of the leak could not be determined. A leak at the connection can occur due to a defect of the port or the luer-lock adapter of the venting line. A CAPA was opened to address the issue.

Event description:
A user facility reported that a leak on the p3 port was noted during extracorporeal membrane oxygenation support around 12:00 pm on (B)(6) 2024. Photographic evidence showed what appeared to be a blood clot inferior to the port. The leak was noted following 36 hours of support. It was determined patient safety was compromised so the kit was replaced. Though the patient lost approximately 50ml of blood, they were not harmed in any way because of the timely manner the problem was detected and solved. The sample was not available for product return.